Manufacturer narrative:
According to the information received the case seems to be linked to a possible vascular complication. Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products. This is default text configured for block h10.

Event description:
Vascular engorgement or inflammation increased capillary refill time [vascular skin disorder] ([erythema]). Case narrative: on 14-may-2026, the spanish subsidiary notified teoxane geneva about an adverse event. A patient was injected on (B)(6) 2026 with 2 ml of rha 3 in the zygomatic arches using the retrograde and fanning techniques with a 25g cannula. According to the injector, the same day (on (B)(6) 2026), the later suspected a vascular engorgement with erythema and increased capillary refill time or an inflammation in the right cheekbone. Considering the potential diagnosis of vascular complication, the case was, at this stage, assessed as reportable. The injector performed two hyaluronidase injections (4500 iu on (B)(6) 2026 and 1500 iu on (B)(6) 2026) and the symptoms improved. The local medical expert was contacted for guidance. At this stage, the patient's symptoms are monitored and the investigations are on-going. Imdrf code annex g is erroneous is this case (due to database issue). Please consider code g04127 ¿ syringe (FDA 987).